Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient's fiancée reported that on (B)(6) 2026, the patient died from complications from surgery to remove the peg/j tube from his stomach, after it had grown into the stomach wall. No further information was available, as the reporter refused consent for follow up and refused physician contact. The patient's medical history, concomitant medications, surgery date, specific procedural complications, the patient's disposition post surgery, the patient's exact location at the time of the event, treatment details and cause of death were not reported. Given these limitations in available data, abbvie has decided to conservatively report this event.

Manufacturer narrative:
The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper and post procedural complication are known complications of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of buried bumper syndrome and post procedural complication. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.